Manufacturer narrative:
(B)(4). The customer returned one guidewire for analysis. Signs of use in the form of biological material were observed on the guidewire. Visual analysis revealed three kinks in the guidewire body. Microscopic examination confirmed the distal and proximal welds were spherical and intact. The kinks in the guidewire were located 428 mm, 451 mm, and 465 mm from the proximal end. The overall guidewire length measured 601 mm, which is within the specification limits of 596 mm - 604 mm per the guidewire product drawing. The guidewire outer diameter measured 0.800 mm, which is within the specification limits of 0.788 mm - 0.826 mm per the guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU) which instructs the user to "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portion of the guidewire was advanced through a lab inventory arrow raulerson syringe (ars) with and without a lab inventory 18 ga introducer needle attached. The undamaged portion of the guidewire passed with no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a damaged guidewire was confirmed through investigation of the returned sample. Three kinks were observed on the guidewire. The guidewire passed all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the observed damage, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2026, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2026, the doctor found swg kinked during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).